Event description:
This huber needle was used to access pt's mediport and it leaked at top of needle where it meets the plastic, appears the plastic is not in place. This pt has special needs and was very upset by the saline dripping down his chest. Blood draw and flush was able to be completed with this needle -did not reaccess pt.